Event description:
Low bgs while on pump. Pt took pump into MRI environment. Product labeling warns of possible product performance problems if exposed to MFR fields. Product performance testing confirms device malfunction caused by exposure to MRI.